Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were bubbles in the infusion set tubing. There was no reported impact to customer's blood glucose. The supplies were changed to address the event and insulin delivery was resumed.